Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, after ablation was successfully completed ra cti ablation was planned. While loading the catheter into the faradrive sheath, it was observed that the guidewire had become stuck inside the catheter. As a result, the cti ablation technique was canceled. The device was not replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. The use of the farawave catheter to treat a cti atrial fibrillation is considered an off-label use.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, after ablation was successfully completed ra cti ablation was planned. While loading the catheter into the faradrive sheath, it was observed that the guidewire had become stuck inside the catheter. As a result, the cti ablation technique was canceled. The device was not replaced, and the procedure was completed successfully. No patient complications were reported. The use of the farawave catheter to treat a cti atrial fibrillation is considered an off-label use. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. During product analysis the guidewire was not able to insert to the catheter. The dissection revealed that the guidewire lumen was broken in the outer section of the hypotube. It's likely that the damage in this location potentially occurred when the catheter was deployed/undeployed without fully inserting a guidewire to the distal catheter end, as well as guidewire placement or mishandling of the units during retraction techniques. Based on the evidence, the unintended use error caused or contributed to event code was selected for the finding of a broke guidewire lumen.